Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that there were setscrew marks on the connector pin were too proximal as well as setscrew marks in the correct position. The analyst commented that visual summary analysis of the lead indicated apparent explant damage. Concomitant product: ddbb1d1, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for a possible fracture as evidenced by in appropriate therapy, high pacing impedance, oversensing, and noise. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.